Event description:
As reported by the user facility: this pump is not delivering the full volume of medication causing under infusions.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec at 9.88ml or 98% of expected accuracy.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Correction made code d added.